Event description:
A ring lock error was reported by the customer. A hazard analysis has shown that the unit may be in an unsafe position when a ring lock error is received. There was no pt in the equipment at the time of the event. The operators' manual states that the pt should not be on the table during operation of the ring locks. There were no injuries to users, pts, or other personnel.